Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 600 mg/dl. The customer had symptoms such as back and stomach pain and treated with the pump. Customer indicated that their doctor has been contacted and their blood glucose value was 420 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, site or insulin issues but air bubbles were found. The device settings were correct. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer indicated that the event was resolved by doing a complete set change. The product was not returned for analysis.